Event description:
It was reported to philips that the device had an ECG bias failure. There was no patient involvement. The customer requested that an authorized philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. Diagnostic performed by engineer: diagnosis by customer. Confirmed by engineer. Problem description by engineer: customer function/role: web portal. Device use: clinical use. Expected and unexpected results: processor board- ECG bias. Multiple new cable failures-device autotest. User impact: no. Patient impact: no. Current software version: tools & equipment : defibrillator analyzer, 2021-12-31 00:00:00. Torque screwdriver, 2021-12-31 00:00:00. Test simulator kit, 2022-01-31 00:00:00. Test simulator kit, 2022-01-31 00:00:00. Electrical safety tester, 2021-12-31 00:00:00. Parts consumed : 1.00000, 453563478461, restored processor board pca 1.00000, 989803145571, mrx display cover. Based on the conclusion of the investigation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's processor board was faulty. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.